Event description:
I had essure implanted at the doctor office. It was the absolute worst pain during the implantation. I actually cried during the procedure. When I left the office, I told my boyfriend that I would never have gone through this if I knew it would hurt so bad. The pain just kept getting worse each day from the implantation. I went back to the implantation doctor within a week. I asked her to please take this product out of me. The implantation doctor assured me the pain would get better. However, the pain did not stop. The pain in my back and stomach was so bad that it was hard to work, walk, and enjoy the simple things like taking a bike ride with my children. My hair started to thin and fall out. I started to gain weight. I cried all the time because something that was promised to be so easy, turned into a nightmare. The only thing that stopped the pain was having to have a hysterectomy. I am (B)(6) and had to have a hysterectomy. I had to take time off from work to recover, I have had to spend so much money on doctor bills. I can't even keep up with all the bills I have because of this horrible product. I now have two horrible scars on my stomach all because I chose to have essure implanted in me. It was the worse decision of my life and should be taken off the market immediately. I believe the essure has led to other health problems that I am now facing.